Manufacturer narrative:
Insufficient information available to conduct investigation. The alleged deficiency indicates some material separation occurred because the "tip has fallen off". The device was not returned for evaluation. No findings are available and the cause is not established. Moreover, we do not know any impact or consequence to the patient, although the original call suggested a potential that some part of the tip remained in the patient after surgery.

Event description:
This report summarizes a previously unreported serious injury event. On (B)(6) 2018, the company received a telephone call stating the tip of a trocar fell inside a patient. There is some potential, based on the information provided, that some part of the tip remained in the patient following surgery.